Manufacturer narrative:
The device was not returned to resmed and photographic evidence was provided. The evaluation of the photographs found that the internal battery overheated and was deformed. Based on all available evidence and previous investigations of similar complaints, it was determined the reported complaint was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that smoke was observed on an astral device, the device displayed a system fault (sf180) error message indicating loss of battery communications and had a total power failure. There was no patient injury reported as a result of this incident.